Event description:
On repeat device check, it was noted that the (left ventricle) lv lead had increased thresholds. Under fluoroscopy it was noted the lv lead had been pulled back. Therefore, the pocket was re-opened. The lv lead was disconnected from the device and, using multiple wires and stylets, attempts were made to reposition the lead in the targeted vessel. However, the 4-french lv lead would not be maintained in the targeted location. Therefore, this lv lead was then removed. Using a 4-french micropuncture kit, venous access was obtained via the left subclavian vein and under fluoroscopic guidance. A decapolar catheter was advanced under fluoroscopic guidance, used to cannulate the coronary sinus and advanced where left atrial electrograms were recorded. A coronary sinus sheath was then advanced over the cut decapolar catheter, advanced to the coronary sinus and then the decapolar catheter was removed. Coronary sinus venogram was repeated with the use of a swan-ganz catheter using 50/50 solution of contrast, 10 ml total. A 6-french lv lead was then advanced through the coronary sinus sheath under fluoroscopic guidance and used to cannulate the targeted lateral branch of the coronary sinus. Multiple wires and stylets were used, and in this process, the tip of one of the wires (carrier wire) broke off into the coronary sinus and was lodged next to the lv lead. The broken wire tip seemed to be firmly lodged between the wall of the coronary sinus and the lv lead.